Event description:
Related manufacturer reference number:1627487-2022-05654. It was reported that the patient experienced ineffective therapy due to lead migration. X-rays confirmed both leads migrated. As such, surgical intervention took place wherein the leads were explanted and replaced with new leads addressing the issue. Reportedly, therapy was restored post operatively.

Manufacturer narrative:
Date of event is estimated. Reporter phone number: (B)(6).

Manufacturer narrative:
It was reported in the event details that lead (a) migration was observed on x-ray; however, confirmation of migration by the lab cannot be made with product testing as this issue is commonly caused by some forms of physical activity, which can include trauma, such as falls and accidents. The report stated that the patient did not report any falls.